Manufacturer narrative:
Vyaire medical file identification:(B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that that the unit shows error code 379 during operation. Oxygen levels dropped from 100% to 21%. The device was last repaired in july 2024. No patient harm was reported.

Manufacturer narrative:
Results of investigation: the o2 proportional valve was identified as the root cause. After replacing the valve, the unit functioned normally.